Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the right ventricular lead was explanted and replaced. The patient was stable with no consequences.

Event description:
During a follow-up in clinic, the right ventricular lead had an increased capture threshold and oversensing episodes were noted. The patient had also reported feeling pectoral stimulation. Diagnostic imaging revealed that the insulation was abraded due to clavicular crush syndrome. Lead replacement is anticipated and the patient was stable with no consequences.